Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-12410. It was reported, the pt experienced ineffective stimulation and stopped using and charging the scs system. The ipg became depleted. The pt was re-trialed. F/u revealed the physician explanted and replaced the ipg. Also, two new leads were implanted. The existing lead was left in place but was not connected to the new ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.